Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws on the vaso view hemopro overheated and failed to turn off, even when activating switch was returned to the neutral position. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to the maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).